Event description:
N/a.

Manufacturer narrative:
Analysis: the icast covered stent delivery system was not returned for evaluation. Based on the case details the physician attempted to stent the mesenteric artery. The stent had become damaged at some point during the procedure. Based on the details of the complaint the stent was most likely damaged trying to navigate the tight angle into the mesenteric artery. This cannot be confirmed as the device in question was not returned. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the case was a superior mesenteric artery angioplasty for an occlusion. The clinician attempted to use a stent but the stent did not cross.